Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the light guide cover lens was chipped, the charged coupled device cover lens was scratched, the distal end lens glue was scratched, the charged coupled device cover lens glue was scratched, the plastic distal end cover had a sharp edge(snag), the bending section cover rubber glue was scratched, the bending tube was shortened, the grip unit was scratched, the scope body was scratched, the air/water nut had paint peeling off, the suction cylinder nut had paint peeling off, the right left and up/down knobs were both scratched, the switch box unit was scratched, the universal cord had a scratch, the scope connector was corroded, the angulation was out of specifications, and the right/left and up/down angulation knobs had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The colonovideoscope was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with foreign material, and the biopsy channel and the air/water channel had foreign material. There was no harm or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. The instrument was not used as soon as a problem with insufflation was noticed, it was immediately taken out of use and sent to service. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.